Event description:
It was reported that an intraocular lens (iol) was implanted and a scratch was seen on the iol. The surgeon removed the iol and implanted another. Further information was provided that the iol was never implanted. However; the sales representative could not confirm the extent of patient contact as she was not in the surgery. Through follow-up, it was confirmed that the lens was fully inserted and removed during the same procedure. The incision was enlarged and a 10/0 nylon suture was placed through the main incision. There was no patient injury or complications. The iol is not available for product investigation. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information. However; the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noted that section h10 inadvertently not include suture.; therefore, it is captured in this supplemental report: section h6: health effect - impact code: 4625 captures sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.